Event description:
Reporter alleged that comfort curve blood glucose test strips were labeled with an expiration date of 2008. The manufacturer's batch records show the actual expiration date to be 2005. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.